Manufacturer narrative:
UDI #: (B)(4). Taper ii. The reporter of the complaint was asked to return the prod for analysis. The device has not yet been rec'd by allergan. Based upon the implant date, event date and catalog number provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not rec'd the prod at this time. Therefore no analysis or testing has been done. Pain is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No add'l info has been reported to allergan regarding the serial number.

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted a sharp break in the taper tubing junction described as an unidentified tear. Analysis also noted a sharp linear opening in the band tubing described as an unidentified tear. Device labeling addresses the possible outcome of leakage as follows: "caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." "Caution: care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."

Event description:
Healthcare professional reported the lap-band system was "broken in half" first noticed when the patient reported "abdominal pain." The lap-band system was removed, but not replaced.

Event description:
Healthcare professional reported the lap-band system was "broken in half" first noticed when the pt reported "abdominal pain." The lap-band system was removed, but not replaced.